Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging that the device is customer complaint not replicated. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, it is observed that reusable pollen filter - by service port kit - contaminated burnt, screw kit - oxidation, heater plate kit burnt, ui bezel plus - scratched, bottom enclosure - contaminated. The device was scrapped. There was no serious patient harm or injury. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.